Event description:
The recipient reportedly experienced loss of lock. External equipment was exchanged and programming adjustments were made, however, the issue was not resolved. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed damaged silastic overmold and a dislodged electrode ground ring sleeve. This is believed to have occurred during revision surgery. In addition, a dent was observed on the bottom cover. The photographic imaging inspection revealed loose capacitors. System lock could not be obtained at any spacing. The no lock condition prevented an electrical test from being performed. The device passed an electrical test performed. The device passed the mechanical tests performed. This is an interim report.

Manufacturer narrative:
The external visual inspection revealed damaged silastic overmold and a dislodged electrode ground ring sleeve. This is believed to have occurred during revision surgery. In addition, a dent was observed on the bottom of the cover. The photographic imaging inspection revealed dislodged electrical components. System lock could not be obtained at any spacing. The no lock condition prevented an electrical test from being performed. The device passed an electrical test performed. The device passed the mechanical tests performed. The open device visual inspection confirmed multiple cracks along the hybrid. The reported complaint of loss of lock with the device was verified during this analysis. The device was received with multiple cracks along the hybrid and dislodged electrical components. A CAPA was implemented. This is the final report.